Event description:
A report was received that the patient had loss of stimulation. High impedance on the entire left lead was noted. The patient underwent revision wherein the lead was replace because it was found that it had been pinched in a ninety degree angle and had caused lead fracture. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had loss of stimulation. High impedance on the entire left lead was noted. The patient underwent revision wherein the lead was replace because it was found that it had been pinched in a ninety degree angle and had caused lead fracture. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted lead was not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had loss of stimulation. High impedance on the entire left lead was noted. The patient underwent revision wherein the lead was replace because it was found that it had been pinched in a ninety degree angle and had caused lead fracture. No device malfunction was suspected. The patient was doing well postoperatively.